Event description:
The pt reported the tubing of her insulin infusion set snapped near the luer lock. She stated she discovered this after she received an e4 (occlusion) message on her infusion device and examined the tubing. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.